Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked and the top portion was unresponsive to touch, consistent with physical damage to the display assembly while the pump was carried in a pocket with a belt clip. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included customer service troubleshooting and coordination for device replacement logistics. Investigation of this case revealed damage to the screen consistent with external mechanical stress, with no evidence of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical damage.